Event description:
During preliminary count, noted that peanut package only came with four peanuts. Replaced peanut package with a complete one.within approximately 1 month, this facility has noted multiple sponge products from this manufacturer that have incorrect counts. Some product has one too many; some product has one too few from the standard and labeled contents of the package.